Manufacturer narrative:
H9 correction and removal number: 3011050570-10/24/2023-001-r. The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
It was reported that the rigid video scope had a colored image. The event was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Correction to h7 and h9. The device was returned to olympus for inspection, and the customer's complaint was confirmed due to a faulty charge coupled device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the faulty charge coupled device occurred due to one of the following: unacceptable tension in the area of the "ccd w. Holder" assembly due to use of an adhesive which is not adapted to the load / temperature collective and to an insufficiently formed adhesive layer "c-holder to bumper sleeve". Unacceptable tension in the area of the "ccd w. Holder" assembly due to asymmetrical alignment of the spring to c-holder before the bumper sleeve is joined. Pre-existing damage to the "ccd w. Holder" assembly due to using a suboptimal adhesive device olympus will continue to monitor field performance for this device.